Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she keeps getting a no delivery alarm on the insulin pump. Customer stated that she did a manual bolus and it cut off at 2.7 units and started beeping. Customer then received a no delivery alarm. Customer's blood glucose was 248 mg/dl at the time. Customer stated that the cannula was not bent but the drive support cap is protruded a little bit. Customer was advised to revert to a back-up plan as the pump will need to be replaced. Customer stated that she went to the hospital about 3 weeks ago and had an infusion set cannula that was bent in half. Customer's blood glucose was 580 mg/dl at the time of the incident. Customer's current blood glucose is 199 mg/dl. Customer was wearing the pump at the time and released the next day. Customer had high blood glucose in the middle of the night and gave herself a manual injection. Customer was treated with a syringe at the hospital.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.